Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient from an analytical e modular analyzer. The specific date of testing was not provided. The sample was submitted for investigation and was tested on a centaur analyzer and an analytical e modular analyzer. The results for thyrotropin (tsh), free thyroxine (ft4), and free triiodothyronine (ft3) were discrepant. (B)(4). Information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. As the sample was not available for further investigation, a specific root cause could not be determined. From the information provided, a general reagent issue could not be detected.

Manufacturer narrative:
Additional sample from the patient was submitted for investigation. Based on the results of testing on different analyzers, a prewash interference was confirmed which most likely caused the falsely elevated values. Further investigation indicated an interfering factor to streptavidin was present in the sample. The interference of streptavidin is documented in product labeling.